Event description:
The customer reported a missed alarm for a patient that has already been discharged. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported a missed alarm for a patient that has already been discharged. Technical support (ts) walked the customer through checking the logs. While in event viewer the customer was able to locate the patient and saw that there was an alarm during the time that the nurse said the alarm was missed. There was no patient injury reported. Investigation summary: nihon kohden analyzed the logs and found the alarms for all beds were manually silenced on the relevant date and time, which was from 11:00 p.m. On (B)(6) 2023 to 1:00 p.m. On (B)(6) 2023. Additionally, we confirmed that the alarm was sounding normally without any abnormality in the equipment. We have confirmed that the alarm is sounding normally and operating normally according to specifications. The alarm was silenced by the user's operation. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: 08/10/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 08/15/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I don't have that information. B6 attempt # 1: 08/10/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 08/15/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I don't have that information. B7 attempt # 1: 08/10/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 08/15/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I don't have that information. D10 attempt # 1: 08/10/2023 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: 08/15/2023 emailed the customer via microsoft outlook for device information: the customer replied by stating; I don't have that information. Manufacturer references # 300339646 - 182196 follow up 001.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from cns-6201a to pu-621ra. D4 additional device information / model #: corrected the model # from cns-6201a to pu-621ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The customer reported a missed alarm for a patient that has already been discharged. There was no patient injury reported.

Event description:
The customer reported a missed alarm for a patient that has already been discharged. There was no patient injury reported.

Manufacturer narrative:
The customer reported a missed alarm for a patient that has already been discharged. Technical support (ts) walked the customer through checking the logs. While in event viewer the customer was able to locate the patient and saw that there was an alarm during the time that the nurse said the alarm was missed. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.